Event description:
It was reported that pump displayed malfunction alarm code 12 with associated fault ID and had not experienced any notable events before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through pump reset steps, confirmed that malfunction did not recur after reset, and was advised to continue using pump and to call back if any malfunction code occurred again.